Manufacturer narrative:
(B)(4). The device was not retuned for evaluation. The device hsitory record (DHR) showed no abnormalities related to the reported failure. Serial number (B)(6) indicates a manufacture date of 14-feb-2013. This device is 7 years old. Integra¿s recommended product life is 7 years based upon usage as listed in the dhf. A review of previous a1059 complaints related to "stiff lock" found that upon evaluation of many of these devices, the locks had movement, a residue buildup was present, and worn internal components of the lock required replacement. Given the age of this device, it is possible the reported issues are due to wear and lack of maintenance. However, without a return device, the complaint cannot be confirmed and the root cause cannot be reliably determined. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the lock position of the a1059 mayfield modified skull clamp was very stiff. There was no patient involvement or delay in surgery. The issue was discovered during the cleaning process of the unit.